Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero¿ needleless connector was damaged, leaked blood, and did not rebound. This occurred on 10 occasions. The following information was provided by the initial reporter: the head nurse of regenerative medicine department reported that the joints of mz1000 did not rebound and leaked blood during use. 2021-10-13 received update from sales representative, event description updated as follows: the pictures are the rupture of the shell film of the mz joint, and other situations such as leakage and no rebound if the liquid is not removed.

Event description:
It was reported that bd maxzero¿ needleless connector was damaged, leaked blood, and did not rebound. This occurred on 10 occasions. The following information was provided by the initial reporter: the head nurse of regenerative medicine department reported that the joints of mz1000 did not rebound and leaked blood during use. 2021-10-13 received update from sales representative, event description updated as follows: the pictures are the rupture of the shell film of the mz joint, and other situations such as leakage and no rebound if the liquid is not removed.

Manufacturer narrative:
H.6. Investigation: four mz1000 china samples were received for investigation; three were received without packaging and one in opened packaging from lot: 20116315. No connecting products were received. The samples were subjected to pressure testing which confirmed the customer's experience, with leakage observed for two of the samples received without packaging. A visual inspection revealed the presence of a crack in both of these samples as the source of leakage. No leakage or associated defects were observed to the remaining two samples. The returned samples were also each subjected to functional testing in order to replicate the reported recessed piston, during testing of the sample received in opened packaging the customer's experience was confirmed with a small delay observed in the piston returning back to its original position. No similar defects were observed during testing of the three other returned samples. A review of the production records for lot: 20116315 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined during the investigation.